Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels. At the time of report, the user's bg level was 310 mg/dl. Reportedly, the user is unsure of the cause of the bg level and the user addressed bg level with a bolus. A system check with tandem¿s technical support confirmed that the pump and cartridge functioned as expected. Reportedly, the user declined to remove the site. Recommendation was made for the user to change the site.